Event description:
Sorin group italia received a report that, during priming, plastic particles were seen floating within the heath exchanger csc14. There is no report of any patient injury.

Manufacturer narrative:
A1-a5 patient information was not provided. H11. Sorin group italia manufactures the cs14 heat exchanger; the event occurred in united states. The complained device has been returned to manufacturer. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H11: the device was returned to the manufacturer: visual inspection revealed blood inlet ports unsealed and no plastic piece inside the bubble trap or any other area of the device. Elution test was performed: bubbles generated were retained within the bubble trap and expelled through the purge port, with no plastic fragments detected. At the conclusion of the test, the pall filter was sectioned and its membrane examined under a microscope; no unintended material consistent with a plastic shard or object was observed. Based on investigation findings, the presence of any foreign object within the device was not confirmed. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report